Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that insert battery alarm was not displayed on insulin pump screen. Customer stated that contacts on battery cap was not missing or damaged. Customer stated that display was not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.